Event description:
Information was received from a patient (pt) who was receiving unknown drug and unknown morphine drug via an implantable pump for spinal pain. It was reported that starting about 6 weeks ago, the communicator power button light would turn on, but the light in the upper right corner was always orange and never green. Pt was able to charge the communicator at that time but had to keep it plugged in all the time. When using the communicator, it worked but sometimes would not work. Pt would get a message to plug in the communicator since it was low battery. In the last couple days, they were not able to take boluses because the communicator would no longer recharge. Pt tried using different cords and plugged the charging cords into different outlets, but that did not resolve issue. Pt noted that if they plugged the communicator into a charging cord, it did not feel right and was loose. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
B3. Date is estimated; year is valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #:(B)(6), ubd: 24-oct-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.